Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a known thrombus in the pump and is consistently having red heart alarms, low flow/speed and pump stoppage. The left ventricular (lv) is not unloading, the patient is very pulsatile and grinding sounds are coming from the pump. The patient is symptomatic. The patient was placed on milrinone and the pump was stopped. The patient was taken to the operating room for a pump exchange from one lvad to another lvad. In addition, the physician stated that the thrombus was due to management. The inr was inconsistent but the patient was very compliant. The patient had a thrombotic event a year ago and then a hemorrhagic event but the doctor felt that the inr was never too low.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.